Manufacturer narrative:
Investigation/evaluation: a review of documentation including the instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The complaint was confirmed based on the customer¿s testimony. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no evidence to suggest the product was not made to specifications. Additionally, there is no evidence suggesting nonconforming product from the affected lot exists either in house or in field. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use: "place patient in final position. Under bronchoscopic vision, inflate the balloon with air using the pilot balloon assembly. The balloon should fill the entire endobronchial lumen to be blocked and not herniate into the mainstream trachea. Do not overinflate balloon.¿ for a french size 5.0 catheter, the recommended average inflation volume is .5 cc ¿ 2.0 cc. How supplied: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause can be traced to the user as failure to follow instructions. Appropriate measures have been taken to address this failure mode. The risk analysis, qera 438 rev 3, for this failure mode was reviewed and risk reduction activities are recommended. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: k160542. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inflation of the 5 french arndt endobronchial blocker set cuff, using saline instead of air, the cuff broke. The teenage patient, weighing (B)(6) kilograms, was scheduled for anterior spine surgery via thoracotomy when the event occurred. The broken cuff was retrieved by pulmonary services via bronchoscopy. A single lumen tube was then placed. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.